Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, with no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.